Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that one cubie pocket was not recovered at the station. A field service engineer opened the cubie to diagnose the issue and successfully recovered and ejected it to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and required maintenance. The malfunction occurred when a user tried to issue medication to a patient, but did not result in any delays to patient care. There were no adverse events or injuries reported based on this event.